Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the flat emitter lost connection, the site got it to work again by taken the cable off and put in again. The site stated that the cable had a little damage. Troubleshooting was performed and the flat emitter worked fine. The manufacturer representative (rep) could do registration and verification. The cables had a small damage but it was not causing any issue related to the connection. The probable cause of the reported issue was that the cable was not put in fully or it was dirty. The rep cleaned the pins and put some strong tape around the damage area on the cable. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Information references the main component of the system. Other relevant device(s) are: product ID: 9735959, lot/serial #: unknown. If information is provided in the future, a supplemental report will be issued.